Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system with novolog after a self-initiated factory reset during a period of stress and travel, with continuous glucose readings above target for about eight hours and a recorded high of 378 mg/dl; the user was using inner thigh infusion sites, changed the infusion set, and later administered 10 units of subcutaneous insulin by pen while the pump was paused before reconnecting, after which glucose returned to range. Symptoms included headache and chest tightness. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and no use of additional therapy beyond the noted subcutaneous insulin bolus. Investigation included user interview, troubleshooting of infusion site and set, and education with assignment for additional training. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contribution from infusion site absorption and the device relearning insulin needs after the factory reset. It was concluded that the device function could not be confirmed as faulty and that user education and site management were appropriate mitigations.